Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pyxis thinks it is unlocked for drug removal but it does not release. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue was with site refrigerator and not with remote manger and no further investigation required for this device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pyxis thinks it is unlocked for drug removal but it does not release. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.